Event description:
A nurse reported, the pt has died and there is suspicion the pt experienced diabetic ketoacidosis. No additional info was provided. The infusion device, battery, and infusion set were requested for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.

Manufacturer narrative:
The complaint cannot be verified, the product meets the specification. The delivery accuracy of the insulin pump was tested and meets the specifications. The technical investigation gave no evidence that the device did cause or contribute reported to the condition. The problem mentioned by the customer could not be reproduced.